Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6(health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the iabp and found helium leak. To fix the issue, replaced the broken buna o-ring on the quick gas disconnect connection. Verified no helium leak using helium leak troubleshooting guide in cardiosave manual. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.